Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon stated he needed to perform a knee revision due to the patient having knee pain. He removed a 4 narrow cr femur, 75x16mm universal sleeve, 3x15mm mbt revision thick tray, and a cr rp 4x10mm poly. All the implants were passed off to pathology and was not able to retrieve lot numbers. All of the implants removed were well fixed. The surgeon implanted a size 4 tc3 femur, 3 mbt revision tray, 150x18mm universal stem, 75x16mm universal stem, 53 mbt revision sleeve, 46mm femoral sleeve and a 4x17.5 mm tc3 insert. Original implant date unknown. Doi: unknown, dor: (B)(6) 2020, unk affected side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.